Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and off no power. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the insulin pump had an off no power alarm without a low battery alert warning. Customer reported that no significant event leading to off no power alarm was observed. Customer also reported that the insulin pump alarmed motor error. The customer¿s parent stated that the drive support cap was flush. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime alarm test, force sensor test, excessive no delivery test, displacement test and rewind test. No battery power loss alarm noted. No motor error alarm noted. Motor passed motor test.